Event description:
A report was received that the patient was experiencing pain at the midline incision. An x-ray confirmed lead migration. The patient underwent a lead revision and the physician repositioned the coiled percutaneous leads to the right of midline. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm model # sc-3138-35, serial # (B)(4), description: scs phiii extension 35cm.